Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they just got into swimming pool and then the insulin pump's screen went blank. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they replaced battery and tried to dry out insulin pump and now there was just a continuous grinding sound inside the insulin pump on the screen, it started counting up to 7, there was a black box on the screen. Customer mentioned that the insulin pump tried restarting when the screen came back up. Customer stated that the insulin pump display went blank immediately after insulin pump exposure to moisture. Customer stated a constant tone was occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.